Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated the MFR will file a follow-up report detailing the results of the eval.

Event description:
Info was rec'd that reported a pt had expired and was using an insulin pump at the time of his death. Per the reporter, the pt expired at home in 2006. Medical personnel responded to 911 call placed by the pt's girlfriend at 9:00am. Paramedics responded and found the pt sitting on the bathroom floor non-responsive. Per the reporter who was examining the device history log, the last blood glucose readings in the history was at 5:13 am and read 118 mg/dl. Previous blood sugars read from a low of 73 mg/dl at 4:22 pm on the previous day to a high of 266 mg/dl at 1:47 am. Bolus history shows a bolus at 1:47 am of 4.90u and another at 3:01 am of 1.25u. It is unknown at this time if the device will be made available for eval.